Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included uterine fibroid. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2016. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were seen in the uterine cavity. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received an events "she did not undergo essure confirmation test, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish" are added. Repoter, patient and product information added. Outcome of event pelvic pain is recovering. Concomitant drug added. Historical and concomitant condition are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included uterine fibroid. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2016. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), back pain ("lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the infection, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were seen in the uterine cavity. Leave taken from this job or other job for medical reasons- hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received. Outcome of events pelvic pain, abdominal pain, back pain and abnormal bleeding was updated to recovered. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included uterine fibroid. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2016. On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), back pain ("lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with panadeine co (tylenol #3) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the infection, menstrual disorder, depression, anxiety, dysmenorrhoea, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were seen in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal bleeding. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), abdominal area pain, lower back area. Outcome of event menorrhagia and vaginal haemorrhage update from unknown to recovering / resolving. Onset date of event menorrhagia, vaginal haemorrhage, pelvic pain were update. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included uterine fibroid. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2016. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On 1-nov-2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), back pain ("lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the infection, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were seen in the uterine cavity. Leave taken from this job or other job for medical reasons- hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included uterine fibroid. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2016. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2003, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), back pain ("lower back area") and abdominal pain ("abdominal area pain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the infection, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were seen in the uterine cavity. Leave taken from this job or other job for medical reasons- hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif was received. Outcome of events pelvic pain, abdominal pain, back pain and abnormal bleeding was updated to recovered. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.